Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to open the stainless container. Eventually, the user could open the container. No treatment was delayed.

Manufacturer narrative:
The reported event was unconfirmed. An empty secondary container b was returned for evaluation. The lid was able to be easily twisted and separated from the bottom. Both the base and the top pieces were inspected, and all surfaces were smooth with no burrs or other abnormalities noted. Based on the evaluation of the returned sample, the reported condition was unable to be duplicated. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings and precautions warning: brachysource® seed implants contain radioactive materials. Brachysource® seed implants, like all radioactive materials, must be handled with care. Appropriate safety measures should be used to minimize exposure to clinical personnel. Personnel monitoring is required. Typically a film badge or tld dosimeter worn on the body and a ring badge(s) is adequate. Care should be taken to minimize radiation exposure to patients and other individuals consistent with proper therapeutic management. During the implantation procedure, all practical steps should be employed to maintain radioactive exposure as low as reasonably achievable. In circumstances such as surgery when protective barriers are not practical, operators must rely upon proper use of applicators, distance and speed to minimize radiation exposure.7,8,9,10 initiate radiation surveys on all components upon completion of the seed implant. Warning: never implant visibly damaged brachysource® seed implants."

Event description:
It was reported that it was difficult to open the stainless container. Eventually, the user could open the container. No treatment was delayed.